Event description:
This is the third (3rd!) Consecutive(!) Cgm device to fail in <10 days. Today's failed transmitter failed <6 hours after attachment to body. What does manufacturer do for halt reliability reporting? Where are the 8ds? I can't afford to replace three (3) devices out of pocket. Pt code: 4580. Device code: 3023. Ref report: mw5178570, mw5178571.